Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse confirmed pinch valve pv 30 was broken, causing startup to fail. The fse replaced pv30 and associated tubing, resolving the issue. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported failed startup values on a coulter lh 500 hematology analyzer for white blood cells (wbc), red blood cells (rbc), hemoglobin (hgb), and platelet (plt) parameters. There were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.